Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. G3: report source, foreign - event occurred in (B)(6). It was reported that the extractor does not maintain his tension as usual. There is no other contributing event. There is no patient involved. Visual inspection confirmed the reported event. The instrument also shows signs of general wear and tear from use. With the exception of the spring, which is the reported event, the rest of the instrument assembly looks and functions as per the drawing and design specification. The slap hammer has been in the field for approximately 2 years and 1 month. The DHR related to the involved product has been reviewed and does not show any non-conformity, rejection or concession that could be related to the reported event. The product was most likely conforming when it left zimmer biomet control. Complaints continue to be monitored through trending and pms reviews. The harm severity score is within limits as per the rmr. The occurrence rate is also within the limits of the rmr. The underlying causes of the problem is likely to be general wear and tear. Risk assessment: a review of the complaint database for the item # / lot # combination has found no similar reported complaints. A review of the complaints database for 3 years prior to the notification date and up to and including 28 april 2020 has found 15 for item number (B)(4) (including this complaint). Risk management report oxf cemented rmr documents the estimated residual risk associated with the reported event. Line 4.2.1.4 of risk file oxf cemented instruments relates to the reported event: improper design: mechanical incompatibility between instruments this line has a maximum severity score of 2: minor which is defined in the applicable ukp003 as: illness or injury that does not require prescribed medical or surgical interventions. The reported event states that the spring from slap hammer came off during surgery. No harm was caused to the patient. The procedure was completed using another device. The reported event has been assessed for severity of harm. No harm has been reported to a patient or health care professional and a delay of less than 5 minutes occurred, therefore, this gives a severity level of 1-negligible as per applicable ukp003. The harm severity score is within limits as per the rmr. Due to the number of reported complaints for both types of slap hammer, an occurrence calculation has been conducted. Sales data for all femurs sold for the 3 year period ¿ (B)(4). The occurrence rate is within the limits of the rmr complaint description. Corrective action taken: (B)(4) was raised during previous investigations for similar reported events. The ie concluded that: the spring used in these slaphammer assemblies is required to provide a pre-load, in order that the instruments and trials are securely held when the slaphammer is used. It is therefore necessary to use a spring that is held in tension when the instrument jaws are closed. The working length of the spring, provided by the manufacturer, is for guidance only and does not imply a hard limit nor define that the spring cannot be safely used outside these parameters. (B)(4) was previously opened to review spring failures relating to this instrument, and came to the conclusion that the occurrence rate and severity of harm was within the values specified by the relevant risk management documentation. Review of the occurrence and severity for the present ie shows that the occurrence and severity remain within the risk management levels. No information is presented in the current ie that would alter the conclusions of the previous ie. The manufacturer recommended working range for the spring does not define its limits. Summary of medical records and/or x-ray records review: n/a for the reported event. Instructions of use and manuals reference: reprocessing instructions: reusable surgical instruments. The instructions for reusable surgical instruments warns that: maintenance, inspection and functional testing: all instruments should be visually checked for damage and wear. Reusable instrument lifespan manual provides verbal instruction within the introduction section headed inspection/function testing to guide the user on how to check instruments for completeness and function. Visual examples of damage can be seen in the section headed (fracture). Preventive action taken: (B)(4) was raised during previous investigations for similar reported events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the oxf femoral slap hammer does not maintain its tension as usual. Subsequently, the instrument was used more than 6 years and its reported there is no other contributing event. There is no patient involved.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the oxf femoral slap hammer does not maintain its tension as usual. Subsequently, the instrument was used more than 6 years and its reported there is no other contributing event. There is no patient involve.